Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# igtcfs-65-1-fem-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: investigation is based on description of event and provided imaging. Venogram from time of filter placement demonstrates normal ivc anatomy with normal deployment of a gunther tulip ivc filter in an infrarenal location. There is no evidence of significant filter tilt. According to the complaint report, the patient experienced ¿right foot pain¿ that was possibly related to the procedure. Based on the description of event, the likelihood of having injured the femoral nerve or its branches during the procedure is very unlikely. Follow-up x-ray demonstrates no significant tilt on the ap-projection - but lat-projection demonstrates significant tilt of 20 deg (in reference to the bony landmarks). However, given the lack of significant tilt on venogram performed earlier the same day, this significant tilt is likely an overestimation. Tilt should be measured in reference to the longitudinal axis of the ivc. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: (B)(6); patient - (B)(6):pt complained of right foot pain; site said was possibly r/t the proc. At the index procedure on (B)(6) 2016 the patient received a gunther tulip® filter. The inferior vena cava (ivc) diameter at the intended filter location was 18.73 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a gunther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 6-<11 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of 6-<11 degrees by site. Additional information received 06dec2016: analysis reported filter tilt of 20 degrees in lat view on procedure x-ray, 4,7 degrees in ap view. Patient outcome: the patient remains in the study